Event description:
The pt's called lifescan and alleged that their family member meter would not power on. Medical affairs contacted the pt's family member for follow-up info; however they were unwilling to provide any further info. They do not know when was the last time that their family member was able to test. The reporter only stated that their family member felt dizzy so they visited their physician to test their blood glucose. The result was 47 mg/dl and the pt was given candy. The battery was less than 1 year old, in good condition, and was correctly installed. The battery contacts were in good condition. Based on the info supplied by the pt, there is an indication that the meter malfunctioned. However, there is no indication that the meter contributed to a serious injury. It is not known how long the meter was malfunctioning, nor is it known what, if any, medications the pt was taking at the time. This case is being reported as a product malfunction. A replacement meter has been sent to the pt.